Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the calcified left anterior descending artery. A 16 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, some resistance was felt at the lesion site because of calcification. When the stent was pushed further, the shaft was broken about 100cm from the stent tip, and the tip of the stent was damaged. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). The promus elite ous mr 16 x 2.50mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed a shaft break 39cm distal to the distal end of the strain relief and multiple hypotube kinks along the shaft of the device and that distal stent struts were lifted. No issues were noted with the outer/mid-shaft sections or the inner lumen of the device. Microscopic inspection showed no issues with the balloon cones; the balloon wings were tightly wrapped and evenly folded and had not been subjected to positive pressure. There were no signs of stent movement or distal tip damage; the stent was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured within max stent profile measurement.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the calcified left anterior descending artery. A 16 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, some resistance was felt at the lesion site because of calcification. When the stent was pushed further, the shaft was broken about 100cm from the stent tip, and the tip of the stent was damaged. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.